Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of diarrhea and peritonitis coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unspecified date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis caused by the diarrhea and was hospitalized. The patient was treated with injections of amikacin 150 mg, ip "stat", vancomycin 1 gm, ip "stat", reflin 500 mg, ip, all bags continued, fortum 500 mg, ip, all bags continued and amikacin 50mg, ip, daily continued. By the time of reporting, the event of peritonitis was resolving. The outcome for the event of diarrhea is unknown. Dianeal pd2 ultrabag was continued with dose unspecified. Concomitant medications were not reported. The event of peritonitis was assessed as unrelated to the dianeal pd2 ultrabag therapy. An opinions of causality for the event of diarrhea was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.